Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. Device had broken battery tube threads and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons were hard to push and motor was louder or tired sounding. No harm requiring medical intervention was reported. The device will not be returned for analysis.